Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead; product ID: 3889-28, lot# v436019, implanted: (B)(6) 2010. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was responding to the letter. They were asked their weight at the time of the event and they stated they had no idea. They weighed (B)(6) pounds at the time of the report, but they said it had been over 2-3 years since the stimulator was removed. The patient stated that what happed was that the healthcare provider had put it in, but a couple of leads fell off causing them pain in the back. They said the back pain started not long after it was put in. They said they told their healthcare provider it was uncomfortable. The patient said a different healthcare provider took it out, but left one of the leads by accident. The patient no longer had a stimulator. The healthcare provider that took it out found out there were 2 leads that were not hooked up properly and were sitting in the patient's back, causing them to have back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'concomitant' information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v436019, implanted: (B)(6) 2010, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Healthcare provider reported the patient had the ins explanted due to pain at the ins site. They reported that only the lead was left in the patient's body. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
A MRI healthcare provider (hcp) reported that when the interstim hcp removed the system on (B)(6) 2017, they were unable to remove one of the leads due to too much scarring. It was noted that the patient needed a MRI. The indication for use was urinary dysfunction/sacral nerve stimulation.